Event description:
Customer reportedly received result of around 100 mg/dl on the aviva system and 55 mg/dl on professional device within 10 minutes. Low blood glucose symptoms were reported with these results; customer later self treated. No adverse event related to the device reported. Requested return of suspect device, however, customer no longer has the test strips; replacement was sent.